Manufacturer narrative:
The initial reported event was received on (B)(6) 2016. Of note, the reportable malfunction and/or serious injury of high thresholds is normally submitted via a bimonthly report submission that would have been due on (B)(6) 2017. Information was subsequently received on 2016-12-02 and revealed the patient is deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report : dtba1d1 ICD implanted: (B)(6)2016.

Event description:
It was reported that the patient presented to the emergency room with shortness of breath. Left ventricular (lv) lead thresholds were high and above programmed output. Outputs were increased. It was further reported that the patient expired three days later due to acute myocardial infarction and cardiogenic shock. No further information was able to be obtained.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was further reported that the physician does not relate the death to the device system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.